Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units one battery will not charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information - (B)(6). While onsite for pm service the getinge field service engineer (fse) found that one battery was not charged even though the unit had been plugged in, it had one led of power. It would not charge in either bay, the other battery charged fine in both. The fse tried the suspect battery in another pump, it initially would not charge but finally did start to charge. The battery back was moved to this pump and it started to charge. Completed a full pm using a different (spare) battery and all tested good. Ordered a new battery and returned to replace the customer's spare battery. This pump is only used for transport. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.